Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the hme device was leaking while on a ventilated patient. The device was changed/replaced. No patient injury reported.

Manufacturer narrative:
(B)(4). The lot number reported by the customer (h880199120f) is not a valid lot number; therefore, a device history record (DHR) review could not be performed. The sample was returned for evaluation. A visual exam was performed and no defects were observed, and the sample was assembled correctly. Leak testing was also performed and no issues were encountered. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device. In the current manufacturing procedure, 100% leak testing and a visual inspection is conducted after the assembly process. Any ineffective products would be detected prior to release.

Event description:
The customer alleges that the hme device was leaking while on a ventilated patient. The device was changed/replaced. No patient injury reported.